Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Critical ram parity error logged on (B)(6) 2011 in (B)(6). Por severity is considered low as device should be able to fully recover after reset.

Event description:
It was reported the pacemaker electrically reset requiring reprogramming. The pacemaker and leads are still in use. No patient complications were reported as a result of this event.